Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the device alarmed pump hardware low level failures error during self test due to broken traces at the keypad assembly. The device was monitored and no unexpected frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer's blood glucose level was 300 mg/dl. The customer was assisted with the troubleshooting but the issue was not resolved. The insulin pump was returned for the analysis.